Event description:
In 2006 the lay user/pt contacted lifescan (lfs) alleging the one touch ultrasmart meter would not power on. The medical affairs specialist (mas) contacted the pt to obtain and verify info; however was unable to reach him by telephone. On april 12,2006 the pt attempted to test his blood glucose level, however the reported meter would not power on. At that time the pt was experiencing the symptom of frequent urination. Following the use of the meter, the pt took his regular dose of insulin. At an unspecified time later, the pt was taken to the hosp, where he received an unspecified intravenous treatment. The customer care advocate (cca) determined during the troubleshooting telephone call that the pt was using the correct test strips, and the battery had been replaced and installed correctly. The cca also determined during the troubleshooting call the meter's battery contacts were corroded. The meter, test strips and control solution were replaced. The pt became hyperglycemic and experienced the symptom of frequent urination, was unable to obtain a blood glucose result due to the reported meter's power issue, and received medical attention and intravenous treatment.